Manufacturer narrative:
Manufacturing review: no manufacturing issues associated to the reported event were found in the reviewed lot. All process steps were completed per manufacturing procedures, inspection procedures, as documented in workorder. There were no manufacturing abnormalities that may have contributed to this complaint. Investigation summary: 3 electronic photos were reviewed and the photos show the device in one piece and point out where the leaking was observed which is where the sample showed a complete break upon receipt at evaluation site. This prevented an adequate evaluation of the sample as a hole and removed the possibility of reproducing the aspiration and infusion of the entire sample. The sample returned for evaluation was one extension leg of a hickman dual-lumen catheter. Visual, tactile, microscopic, and functional evaluations were performed of the physical sample. The sample was returned with a complete break just distal to the "i.d." Text on the clamping oversleeve, and with another complete break just distal to the clamping oversleeve (the sample distal to this complete break was not returned for evaluation). The complete breaks were typical of contact with a sharp bladed instrument (such as a scalpel), and the characteristics observed which supported this type of failure included: the fracture surfaces were reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument, sharply formed fracture edges, and planar shape to the fracture surfaces. Therefore, this investigation is inconclusive due to poor sample condition. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that the catheter had been implanted for approximately three months when there was leakage in the extension leg of the catheter, this was discovered when infusing saline. The device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device and image of the device have been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 01/2021).

Event description:
It was reported that the catheter had been implanted for approximately three months when there was leakage in the extension leg of the catheter, this was discovered when infusing saline. The device was removed and replaced. There was no reported patient injury.